Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -11.5/2.0/092 (sphere/cylinder/axis) tore/broke during injection/delivery into the patient's left eye (os) on (B)(6) 2023. The lens was intraoperatively removed and replaced and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim (B)(4).